Event description:
Information was received that during use of this smiths medical cadd administration sets, under delivering was noticed. Reported that upon completion of a drug in a 250 ml bag, the nurse identified 109 ml remaining in the bag using a syringe. It was reported that the pump displayed the total amount delivered but the issues was concerning the pump delivery and functionality. No reported adverse effects or patient injury.

Manufacturer narrative:
Other, other text: additional information: d10, h6, h10: device evaluation: one smiths medical cadd administration set was returned for analysis. The returned sample was visually inspected under normal conditions of illumination and no damages were detected on the sample, arch height pump tube looks low, however is not flat. During analysis, the sample was set for accuracy testing using a solis vip pump to look for unusual functions and no discrepancies were detected, test successfully passed. Based on the evidence, the complaint was not confirmed, and no fault was found.